Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter log showed that the adapter had a tare error; however, the main screen indicated that the strain gauge was still functional and in the appropriate range. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A root cause for the tare error could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the adapter had eight more uses when used recently. It was observed that the use period decreased to 0 while preparing for the next surgery. There was no patient involvement.